Event description:
Spd tech observed that integrators on two sterile packages had leaked chemical onto sterile package during sterilization. Instruments were reprocessed.packages with ruptured integrators were saved and will be returned to 3m upon receipt of shipping label.no patient complications since failure was detected prior to instrument being released to use.